Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? What is the patient's current status? Product return status? Please clarify - did the needles break or the threads break?

Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. The suture ruptured inside the patient's mouth. No adverse patient consequences were reported. Additional information was requested.